Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that air was aspirated as the introducer was pulled out. Troubleshooting steps were taken to no avail. An alternate introducer system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. The analyst noted the full introducer was returned with the dilator affixed to the introducer sheath. The flush port valve of the side port assembly was in the 'on' position when returned. There is blood in the flush tube of the side port assembly. The distal seal is not seated properly after removal of the dilator. The distal seal is damaged/torn. If information is provided in the future, a supplemental report will be issued.